Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level in the 400s mg/dl on 6/8/2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 6/9/2026 with the issue resolved.